Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) patient "felt bad" and experienced bradycardia. It was noted that the right ventricular (rv) lead exhibited a lead warning for high impedance. It was further reported that the rv lead exhibited oversensing and non-capture. The rv lead was inactivated and replaced. No further patient complications have been reported as a result of this event.